Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during rotator cuff repair, inside the patient, the open suture cutter loop handle broke. All pieces were removed from the patient with slowly backed into cannula and removed cannula. Tailless suture cutter was used to completed the procedure. It is unknown when the incident occurred, if occurred a surgical delay and how the procedure was finished. Patient injuries were not reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The cutter at the distal tip of the device is fractured away from the shaft. The fractured portion was not returned with the handle. Then handle and shaft show signs of wear from use. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided, a procedural variance versus worn instrument cannot be ruled out as possible cause of the reported event. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.